Manufacturer narrative:
Device evaluated by MFR: visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 5mm from the tip. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon did not inflate. The balloon was inflated again up to 8 atmospheres but the balloon was still unable to be inflated. The device was completely removed from the patient's body and when it was checked, a visible pinhole was noted on the balloon material which contributed to the inflation failure. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calficied distal left circumflex coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon did not inflate. The balloon was inflated again up to 8 atmospheres but the balloon was still unable to be inflated. The device was completely removed from the patient's body and when it was checked, a visible pinhole was noted on the balloon material which contributed to the inflation failure. The procedure was completed with another of the same device. No patient complications were reported.